Event description:
It was reported that during a chest wall reconstruction procedure the 2.0mm drill bit stryker j-latch was used in conjunction with the 2.2mm threaded drill guide by the surgeon with no issues. The third time surgeon used them together, bit and guide jammed together creating a few shards of metal. Surgeon removed all shards from pt and discarded. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.